Event description:
A baxter sales representative contacted baxter (B)(4) regarding a home patient (hp) reporting that a minicap (product code (B)(4) detached from a transfer set. The hp stated that the minicap was soaked in iodine, and the spare iodine leaked as the cap was removed. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the trend review for minicaps separating from the transfer set is stable. The engineering/quality review could not confirm the reported condition as no samples or batch details were available. No root cause relating to the manufacturing process has been determined. There has been no recent process change or material change, which would account for the occurrence of this type of problem. Functional testing is performed during manufacture as follows: the minicap is assembled to the transfer set connector and tightened to a torque of 2 - 2.5 pound-inches (2.3 - 2.9 kg-cm). It has been established that this torque will close the minicap over the transfer set shoulder but will not override the internal positive stops. The assembly is then pressurized to 7.5 - 8.5 p.s.I., submerged under water and inspected for leaks. A leak is considered a functional test failure. As no batch details are available, engineering is unable to confirm that no functional test failures were found during in-process testing during production of this batch. However, all samples from minicap batches released in 2009 and 2010 passed functional testing. If the minicap is not adequately assembled to the transfer set, this can result in failure of the functional test. Trends for this type of complaint have been reviewed with (B)(6) and to date; no assignable cause has been established for this type of complaint. However, minicaps separating from the transfer set could be related to the technique used to attach the minicap to the transfer set. No root cause relating to the manufacturing process has been determined.